Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive are of the curved rubber is chipped (missing). Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during room setup for an unspecified procedure, prior to patient entry, an unknown scope communication error occurred with the flex deflectable videoscope. There were no reports of patient harm.